Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl and was vomiting. Customer sustained a low grade fever and experienced urinary retention. Reportedly, there were air bubbles in the tubing. Subsequently, the customer was hospitalized. Bg was treated with intravenous fluids and insulin injections. Customer also underwent catheterization to empty bladder. Reportedly, the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.